Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the superficial femoral artery. The 6.50x200mm supera self expanding stent system (ses) was advanced to the target lesion. The stent partially deployed. The entire ses with the stent was removed without issue. Three supera stents were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified and tortuous anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. Manipulation of the device resulted in the noted multiple sheath and shaft bends and the noted multiple shaft twists contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the superficial femoral artery. The 6.50x200mm supera self expanding stent system (ses) was advanced to the target lesion. The stent partially deployed. The entire ses with the stent was removed without issue. Three supera stents were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.